Manufacturer narrative:
It was indicated that the product used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation in the event that the involved product is received and an evaluation completed, or if new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent readings, lengthy measuring times, and when a reading comes up it is typically a much lower number than what the clinician expects. No consequences or impact to patient were reported.